Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No malfunction can be determined at this time. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that years following an intraocular lens (iol) implant procedure the lens has become completely calcified. Additional information was provided that the lens has been removed in a second procedure. The surgeon reported that there was significant fibrosis between the two lenses that gave change for the calcification. The lenses showed no visible anomalies. Additional information has been requested.

Manufacturer narrative:
Summary evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Photo assessment provided by a company physician: dark field photo showing visual artifact in inferior half, that may be compatible with light reflex, and peripheral opacification towards center, with partial views of red reflex from fundus. Unable to determine origin of opacity nor of visual artifact. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. (B)(4).